Event description:
It was reported that the cot disengaged from the fastener unexpectedly when the ambulance drove over a bump in the road due to damaged components. Upon disengaging from the fastener, the cot hit one paramedic in the head, causing a possible concussion. The second paramedic, who was at the foot end of the cot, tried to avoid further movement of the cot and was injured by the cot on the shoulder, right hand and thoracic spine. Both persons were treated in ambulatory care of a clinic and discontinued their work day.

Manufacturer narrative:
The product listed in MFR report # 0001831750-2018-00016 was found to be a concomitant product related to the failure reported on MFR report # 0001831750-2018-00017. The product associated with MFR report # 0001831750-2018-00016 did not cause or contribute to the alleged failure or adverse consequences. Please refer to MFR report # 0001831750-2018-00017 for regulatory reporting to FDA for this event.

Event description:
It was reported that the cot disengaged from the fastener unexpectedly when the ambulance drove over a bump in the road due to damaged components. Upon disengaging from the fastener, the cot hit one paramedic in the head, causing a possible concussion. The second paramedic, who was at the foot end of the cot, tried to avoid further movement of the cot and was injured by the cot on the shoulder, right hand and thoracic spine. Both persons were treated in ambulatory care of a clinic and discontinued their work day.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the cot disengaged from the fastener unexpectedly when the ambulance drove over a bump in the road due to damaged components. Upon disengaging from the fastener, the cot hit one paramedic in the head, causing a possible concussion. The second paramedic, who was at the foot end of the cot, tried to avoid further movement of the cot and was injured by the cot on the shoulder, right hand and thoracic spine. Both persons were treated in ambulatory care of a clinic and discontinued their work day.